Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) via company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain, failed back surgery syndrome, and other non-malignant pain. On (B)(6) 2015 during a routine end of life (eol) pump replacement, the hcp had difficulty disconnecting catheter connector from the pump. During this the connector broke apart. The catheter connector was replaced with a new sutureless pump connector revision kit. The issue was resolved at the time of report. The patient's status at the time of report was alive - no injury. The drug information was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the 8709 catheter lot number j10829r18 found catheter pump connector damaged at explant. Interrogation of the associated pump found it was used to infuse hydromorphone 10.0 mg/ml at 4.549 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.